Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). PMA 510(k): - the product within this report is a combination product. Complaint sample was evaluated and the reported event was confirmed. The cannula is blocked in the cannula sealing due to a block of powder, so by consequence the monomer could not empty. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the mixing procedure of the cement, only one monomer bag ran dry and the monomer fluid didn't run into the cement but leaked out underneath the bottom. The procedure was completed by using the old cement system and caused a delay of 15 minutes. No further information has been made available.